Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated coil/ one coil migrated/ malposition of essure device/device dislocation into abdominal cavity/ failure to occlude (close) fallopian tubes") in a (B)(6) year-old female patient who had essure (batch no. 664659 - left, 20240922 - right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biliary colic, perineal pain, restless leg syndrome, appendectomy, sinus operation, cholecystectomy, bunionectomy and cesarean section. Ucg: negative. Concurrent conditions included ovarian cyst, right lower quadrant pain, menstruation frequent, menses irregular, chronic sinusitis, nasal septum deviation, vaginal irritation, vaginal burning sensation, bacterial vaginosis, vaginitis, vulvovaginitis, pelvic mass, pelvic adhesions, hemoperitoneum, nicotine dependence, benign paroxysmal positional vertigo, laryngopharyngeal reflux, temporomandibular joint dysfunction, patella fracture, allergic rhinitis, cervical disc disease, depressive disorder, essential hypertension, herpes simplex, occipital neuralgia, anxiety, hellp syndrome, obesity and fibrosis. Concomitant products included ketorolac tromethamine (ketorolac trometamine) and medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("pain,") and abdominal pain ("abdominal pain"), 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, alopecia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right: - 2, left - 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) and malposition of essure device. Failure to occlude on right tube: malposition of device. "Free spillage of contrast on right side. Right essure device overlies mid-line of sacrum. Secondary test results: only left side blocked. Ultrasound scan vagina - on (B)(6) 2015: 3.9cm complex right ovarian cyst, likely reflective of a hemorrhagic cyst. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, abdominal pain, pelvic pain, menorrhagia, migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs+ mr received- lot numbers were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, hair loss, abdominal pain, back pain were added. Event injury updated to device dislocation. New reporters, patient information, medical history, lab data, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated coil/ one coil migrated/ malposition of essure device/device dislocation into abdominal cavity/ failure to occlude (close) fallopian tubes") in a 37-year-old female patient who had essure (batch no. 664659, 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biliary colic, perineal pain, restless leg syndrome, appendectomy, sinus operation, cholecystectomy, bunionectomy and cesarean section. Ucg: negative. Concurrent conditions included ovarian cyst, right lower quadrant pain, menstruation frequent, menses irregular, chronic sinusitis, nasal septum deviation, vaginal irritation, vaginal burning sensation, bacterial vaginosis, vaginitis, vulvovaginitis, pelvic mass, pelvic adhesions, hemoperitoneum, nicotine dependence, benign paroxysmal positional vertigo, laryngopharyngeal reflux, temporomandibular joint dysfunction, patella fracture, allergic rhinitis, cervical disc disease, depressive disorder, essential hypertension, herpes simplex, occipital neuralgia, anxiety, hellp syndrome, obesity and fibrosis. Concomitant products included ketorolac tromethamine (ketorolac trometamine) and medroxyprogesterone acetate (depo provera). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain ("pain,") and abdominal pain ("abdominal pain"), 1 day after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on(B)(6)2018. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, alopecia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- right: - 2, left - 4 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: unilateral occlusion (left tube occluded) and malposition of essure device failure to occlude on right tube: malposition of device. "Free spillage of contrast on right side. Right essure device overlies mid-line of sacrum. Secondary test results: only left side blocked. Ultrasound scan vagina - on (B)(6)2015: 3.9cm complex right ovarian cyst, likely reflective of a hemorrhagic cyst. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, abdominal pain, pelvic pain, menorrhagia, migraine, headache lot number:20240922 manufacture date:2010-01 expiration date: 2013-01 lot number:664659 manufacture date:2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.